Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device properly) was confirmed. Upon evaluation, the rear response button was defective. The cause of the inability to activate the device properly is the defective rear response button. The root cause of the defective response button cannot be positively identified. No adverse event resulted from the defective response button.

Event description:
A us distributor contacted zoll to report that the response buttons on a patient's monitor were not activating the device properly.